Event description:
While starting an IV in pre-op, nurse noted the white needle retractor did not work. At the same time, nurse pressed button and removed device and noted the needle did not retract, but was sticking straight out of catheter locked in place. Needle was leaning at an awkward angle.